Manufacturer narrative:
Correction: h10 - the reported event of "does not work when it is connected, no image" was not reproduced. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis eus ultrasound bronchofibervideoscope had no image when plugged in. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was completed with the same set of equipment with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to a red crack in the image and due to image guide breakage. Upon further inspection, it was observed that there was a leak at the distal end due to a detached bending section. As a result, fluid was found at the bending section. The scope was sent through aeration to dry. It was also observed that the probe insulation value did not meet the standard value. It was observed that there were minor scratches on the control body however, not affecting the pink rubber. It was also observed that the glue of the bending section cover had a crack. Lastly, it was observed that the angulation was low. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.